Event description:
It was reported the patient had a pocket revision. The reporter stated they did not know the reason for the revision and they did not have any further details. The drug in the pump is unknown. Additional information received reported the patient¿s healthcare professional cut off the infected skin from the incision line on (B)(6) 2014. It was noted the hcp then irrigated the wound with a couple ¿liters¿ of antibiotic solution. It was further noted the hcp did not open the pocket due to concern the infection may spread. The reporter stated the patient had redness at the site and they did not know if the patient had a fever. The reporter further stated the plan was to observe the patient closely and if the infection symptoms return then the system will be removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).